Event description:
Customer reports to have received no delivery alarms on three occasions. Customer's blood glucose was 60 mg/dl, which was treated with food. Customer resolved no delivery with infusion set change. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).